Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy tortuosity and heavy calcification. A 2.75x28 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, failed to cross due to patient anatomy and a proximal shaft separation occurred. A non-abbott device was used to finish the procedure. No resistance was felt during the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.